Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device was seized, rough running, defective, in very bad condition and had heavy debris found internally. It was further determined that the device failed pre-test checks for off/osc/on switch mode with all battery types, oscillating angle, triggers and ecu, immediate stop, switching function, rpm with speedometer, power at the motor with test bench, connection with the console and adapter. It was noted in the service order that the device needed manual help to rotate the drill shaft and once it started moving, it worked fine. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.